Event description:
Healthcare professional reported a left side "rupture" of a saline device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, yellow particles. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify sharp edge opening on posterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a sharp opening edge on posterior due to an unidentified (tear) opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was a "rupture" of a saline implant. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "rupture" of a saline device. Device has been explanted. The manufacturer of the device is unknown.